Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead exhibited high pacing impedance. No intervention was performed, the patient was continued to be monitored. The patient was in stable condition.